Event description:
Our rep is reporting that the surgeon reported 2 cases in which post operative pt infections occurred; one on (B)(6), 2010 (this one) and one on (B)(6), 2010. For this particular issue; the procedure, cmc arthroplasty -carpal/metacarpal wrist thumb scope, successfully performed on a female pt with the use of a vapr 2.3 mm wedge electrode on (B)(6). Subsequently, 8 days post operatively an infection was detected, and on (B)(6) the pt underwent a post-op I&d (irrigation and debridement). Cultures taken and (B)(6) was determined. The pt's present condition and or course of treatment has not been made known to mitek. Aside from mitek electrode used in this procedure (discarded by the user), other instrumentation and surgical supplies used that were common to the 2 cases reported to us were; same smith & nephew finger trap, same finger trap cement, same striker shaver and bur, same scope (mfg. Unk.), same operating room, same surgeon. Fluid management system is unk. Common dna testing being performed to see if instrumentation could be a factor, results not yet made available to mitek. See also associated MDR 1221934-2010-00223.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.